Manufacturer narrative:
The reported complaint of the autopulse platform (serial #(B)(4)) displayed "system error, out of service, revert to manual CPR" error message was confirmed during initial functional testing. The root cause of the error message was due to a defective processor board, likely attributed to normal wear and tear of the platform. The autopulse platform was manufactured in december 2014 and has reach its expected serviceable life of 5 years. Unrelated to the reported complaint, a bent battery lock clip was observed on the returned autopulse platform during visual inspection. This type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. The damaged battery lock clip will be replaced to remedy this issue. Unable to download the archive data due to damaged processor board. During initial functional test, the returned autopulse platform displayed "system error, out of service, revert to manual CPR" error message during power on. Thus, confirming the reported complaint. To remedy the error message, the defective processor board will be replaced. Awaiting service repair approval form customer. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for autopulse with serial number (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial #(B)(4)) displayed "system error, out of service, revert to manual CPR " error message upon powering on. Per reporter, they did not try clearing the error. No patient involvement.